Event description:
Site reported elite+ foot pedal continues to fire even after its not pressed.

Manufacturer narrative:
No injuries were reported. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at the site and evaluated the device. Fse found the laser wheel on the footswitch hose and had flattened the hose. The device malfunction is attributed to the damage to the hose and the device firing unintentionally. To resolve the issue, fse replaced the footswitch and hose barb fittings. Due to the site reporting unintended discharges of laser energy, this event is an aro (accidental radiation occurrence) and therefore reportable.